Event description:
This event was reported as an explant at implant due to regurgitation noted on echo post-op; pt was returned to bypass, cardiologist saw leakage at nc cusp and indicated that 1 leaflet appeared lower than the other leaflets. Leaflets also damaged at explant. No further info was provided.